Event description:
It was reported that this electrode exhibited multiple untreated episodes with oversensing and smart pass deactivation. The patient was brought in for follow-up where an x-ray taken showed the electrode had dislodged and was twisted around the can. The patient was thought to have contributed to this via manipulating their implanted system, but they were also noted to have had a change in their weight as well. Tachycardia therapy was deactivated, and the patient was hospitalized. Surgical intervention was later performed, and the electrode was explanted and replaced. No additional adverse patient effects were reported.